Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient lost a significant amount of weight approximately 6 months ago. As a result, the ipg is now tilted in the pocket thus causing pain at the ipg site. Furthermore, the patient is experiencing overstimulation/unintended stimulation at the pocket site when stimulation is turned off. Reportedly, the ipg is unable to maintain consistent communication with the charger due to its' angle. Surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up idenified surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced with a new model. The issue is resolved.